Event description:
It was reported that the inserter broke while screwing in the anchor. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 72203983 healicoil pk 5.5mm with ultra tape product returned. The complaint stated: "it was reported that the inserter broke while screwing in the anchor." There was no ultrabraid, ultratape or anchor returned. The only return was the inserter, which was broken into two pieces. This involved excess torque. There are multiple scratches on the distal tip. The main shaft has been flared where the tip and shaft join. The weld was broken. There are no other complaints for this lot. No root cause associated with the manufacture of this device was confirmed.